Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. At the time of the event the customer was also suffering from an infection. Troubleshooting could not be performed because the insulin pump was lost after being removed from the customer at the hosp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.